Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant loosening is the patient's condition. Part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse implant, p/n 7045-90, lot# 333228, mfd. 02/10/15, exp. 2020-02-10, (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# 493693, mfd. 06/20/16, exp. 2021-06-20, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493693, mfd. 06/20/16, exp. 2021-06-20, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later reported to a different surgeon with complaints of continued si joint pain. The new surgeon determined halos around the implants and thought underlying disorder, congenital or otherwise, may have been the reason the implants failed to integrate with the bone. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all three implants. Bone graft was placed in the explant voids. The status of the patient following the revision procedure is not known.